Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5180377.

Event description:
Subsequent to the initial MDR, voluntary report mw5180377 received on 1/5/2026.

Manufacturer narrative:
(B)(4). H6: health effect clinical code - ischemic heart disease. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 11/15/2025 and 11/19/2025. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient already felt unwell describing it as confusion and "his hair on his arms and legs be standing up". He stated that his egv were incorrect and would jump from low to high in just a few minutes. On (B)(6) 2025, he was so out of it but managed to call the va and the nurse did a triage over the phone and said he needs to go to the emergency room (ER). The patient is not aware what the egv/bg fs reading was at the time, what he can remember is that it did the same thing and he thinks that it was not displaying the right numbers as it would jump from low to high in just a matter of minutes. One of his kids drove him to the ER, and they asked him if he took baqsmi, and he said he didn't. He cannot recall what his bg/cgm reading at the hospital. They did EKG and told him that his diabetes is taking a toll on his heart. The patient's glycemic state at the time of arrival was not described. The next day, he woke up from being sedated and they had to put a stent in his heart. He was discharged on (B)(6) 2025 and is feeling fine at the time of the interaction. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.